Event description:
Patient was undergoing "hysteroscopy and essure placement and polypectomy." Cervix was dilated and hysteroscope was introduced. Both tubal ostia were visualized. The first essure was placed in the right tube. The coil snapped in half and was not well-deployed. The pieces of the first attempted essure that broke were retrieved and will be sent to the company for their analysis. A second essure coil was placed in right tube with 4 visible coils. Another essure was then placed in the left tubal ostium without complication with four coils visible. The hysteroscope was removed and randall stone forceps were introduced to remove remaining pieces of polyp. A second attempt to remove the remaining pieces of polyp picked up the displaced essure from the right tubal ostium. This was removed the randall stone forceps and was not saved. The hysteroscope was reintroduced. No coil was in the right tube. A third essure coil was placed in the right tube. Presence of both coils were verified before withdrawing hysteroscope. Patient to return for confirmation of essure coils in 3 months.